Event description:
"Commode 9630 out in field from (B)(6) order (B)(4). Leg bent on product - no injury."

Manufacturer narrative:
(B)(4). No RMA has been initiated for this issue. Model 9630-1, serial number/date code unknown. The owner's manual was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. The consumer's age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. Dealer alleged leg bent on commode 9630-1.